Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as the device was not going into standby mode. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported impact or harm to the patient or user. The customer called technical support to report that the device was not going into standby mode but was not in front of the device at the time of the call. The remote service engineer (rse) instructed the customer to call back when the customer was in front of the device. Later, the customer e-mailed the rse to inform that the average air flow was reading 2.1 standard liter per minute (slpm) when the flow was set to zero. The rse recommended that the customer should replace the flow sensor assembly as the cause or most likely cause of the alleged malfunction was possibly due to a faulty flow sensor assembly and provided the customer with the part number of the replacement flow sensor assembly for repair. This investigation is ongoing.